Event description:
Adverse event(s): "no patient involvement". Product problem(s): "system message displayed" (device displays error message). The customer reported a system message displayed during priming and set up. The system was rebooted and the system message cleared. The cases then proceeded. No patient involvement.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B) (4). (B) (4).